Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coord reported that the pt's lvad was exchanged due to the pt having a driveline infection. The pt remains ongoing on the new lvad.

Manufacturer narrative:
The hosp staff disposed of the device, so the lvad will not be returning for eval. No further info is available at this time. A supplemental report wil be submitted when the MFR's investigation is completed.